Event description:
Using bedside ultrasound to direct the needle in to the left internal jugular vein, vein was penetrated in one attempt with good blood return per provider. Provider threaded guidewire for the first 6 inches without any noted complication. Felt the guidewire start to roll or crimp was able to pull back gently for 2-3 inches without any difficulty at that point felt the wire firmly held in place. Provider stopped and removed the needle and attempted to make a small incision just adjacent to guide wire and pull back without success. Provider stopped efforts and consulted general surgery. Provider used bedside ultrasound to confirm the guide wire was intraluminal and no obvious kinks were noted by provider. Patient taken to operating room for surgical removal of guide wire. No issues related to removal procedure.